Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced moderate dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2016 by dr. (B)(6). -the operative note documented "esophageal muscular injury repaired primarily". -dysphagia was treated with an esophagogastroduodenoscopy (egd) with balloon dilation to 20 mm 4 times. -device explant due to moderate dysphagia occurred on (B)(6) 2017 by dr. (B)(6). -device was found in the correct position/geometry.